Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Faulty...looks like the tops are all cut off-tampax pearl compak [device physical property issue]. Case narrative: consumer reported via email that when she pulled out the tampon it appeared the be torn off. Medical attention was sought and no foreign body was present. No injury was reported.

Event description:
Faulty...looks like the tops are all cut off- tampax pearl compak [device physical property issue]. Case narrative: consumer reported via email that when she pulled out the tampon it appeared the be torn off. Medical attention was sought and no foreign body was present. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Faulty...looks like the tops are all cut off- tampax pearl compak [device physical property issue]. Case narrative: consumer reported via email that when she pulled out the tampon it appeared the be torn off. Medical attention was sought and no foreign body was present. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.